Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ceramic beak of sheath has been broken. The issue occurred during preparation for a transurethral resection of the prostate therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the damage to the ceramic beak of the sheath was caused by thermal and mechanical induced. Olympus will continue to monitor field performance for this device.